Event description:
A case report presented in a letter to the editor in a medical journal sates: "this report is to describe a fracture of a highly flexible nitinol stent associated with reocclusion of the popliteal artery and recurrence of clinical symptoms exerting substantial torsion, compression with rotational strain, and flexion to the femoropopliteal tract by repeated bending of the knee joint during curling".

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. Journal of vascular and interventional radiology, volume 20, issue 7, pages 987-988, july 2009, authors: nicolas diehm; anette schumacher; rene luthi, christoph kalka, iris baumgartner and dai-do do. The article references two lifestent vascular stent systems; however, the product information (catalog and lot numbers) are not available.